Event description:
It was reported that during a diep flap procedure, the physician placed a cook doppler probe in this patient. It was accidentally broken and needed to be replaced. Six probes were opened, and none of them were functional. The patient was taken out of the operating room without an implanted doppler probe. Flap monitoring is being accomplished with a pencil doppler, which is less than optimal and not the usual standard of care. 1216677-2026-00042 dp-sdp001 swartz probe 2026-05-0000369

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.